Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 72901 with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Medical device lot #: 6144953; medical device expiration date: 11/30/2017; device manufacture date: 05/23/2016. Medical device lot #: 6228900; medical device expiration date: 01/31/2018; device manufacture date: 08/15/2016. Medical device lot #: 6179612; medical device expiration date:12/31/2017; device manufacture date: 06/27/2016.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had strongly increased occurrence of fibrin strands and red blood cell ring without any changes in processes. Also, the customer observed fibrin formations attached to the inner surface of the stopper after centrifugation. Clotting time is >30min, centrifugation conditions are 5-10min at 3000g. The issue has occurred for 3 months, meanwhile by 2/3 of all samples.

Manufacturer narrative:
Date received by manufacturer corrected to 11/24/2016.